Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a sensor that fell apart during an insertion attempt. Blood glucose level at the time of the incident was not provided. The caller was advised that the sensor would be replaced but did not return a product for analysis.